Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient sustained a skin irritation while wearing the lifevest. The skin irritation was described bruises from rubbing. The patient's doctor prescribed hydrocortisone cream. There is no alleged device malfunction. Follow up was completed and the skin irritation was improving.